Event description:
The customer reported that during a laparoscopic sleeve gastrectomy, red lights were observed on the system. When the battery of the system was being replaced in order to troubleshoot the error, a piece of the active waveguide detached. The piece did not fall into the patient cavity. There was no patient injury. Another dissector was installed and used to complete the procedure

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.